Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a grip ring dislodged. The screw is dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The grips did not open and close properly. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional, and the grip ring moved freely up and down the grip drive adapter. The probable root cause is attributed to the manufacturing process. Additional observation(s) related to customer reported complaint: the instrument was found to have a grip ring screw dislodged. The grip ring screw was found attached to the magnet inside the housing. As a result of the grip ring screw being dislodged the grip ring was also dislodged. The probable root cause is attributed to the manufacturing process. The instrument exhibited imprecise motion during gripping and ungrasping. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed. The root cause is attributed to dislodged grip ring and screw.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the jaws of the vessel sealer extend (vse) instrument did not open. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure and no known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: after the instrument was set on the robotic arm, the jaws could not be opened from the start of operation. The customer believes this is an initial defect. There was no error message. The customer removed the instrument and used a backup instrument. The customer did not use the release key/mechanism nor use another instrument to pry open the jaws. The jaws were not stuck on tissue when the issue occurred. No fragment fell into the patient. Patient demographic information was not provided.